Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that the patient experienced severe pain post ablation which required morphine administration but the pain persisted. "Echo without particularity with doubt on a small intrauterine clot. Normal abdominal CT. Normal organic balance. Achievement of a slight aspiration in principle to the block. Complete regression of post-op pain - patient is now doing well." No evidence of device malfunction.